Event description:
It was reported by a customer in the USA that the 840 ventilator graphic user interface (gui) display was unresponsive. There was no patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported malfunction. The cse replaced the graphic user interface (gui) touchframe central processing unit (cpu), printed circuit board (pcb). Which resolved the issue. The unit then passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).